Event description:
A home pt's caregiver contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt's caregive left the unused supply lines of the homechoice set unclamped during therapy. Baxter's technical service center assisted the home pt's caregiver in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.